Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure of image disappears sometimes and goes dark on the videoscope was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b31 (scope communication error) occurring in the image, noise was occurring in the image, and scratches were observed on the video connector. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information.

Manufacturer narrative:
E.1.: establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during inspection for use, the image disappeared sometimes and goes dark on the videoscope. There was no patient involvement.